Manufacturer narrative:
(B)(4). The customer reported to have performed short self-test (sst) on the device and all tests passed. The covidien service engineer (se) inspected the device and ran all calibrations, verification testing and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when a patient was connected to an 840 ventilator, the ventilator did not detect that the patient had been connected. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.